Event description:
The customer alleged the audio alarm functioning intermittently. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The audio alarm was replaced as a precautionary measure. There was no report of any pt involvement or injury. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.